Event description:
Customer reported that the device had the service indication illuminated. Physio-control evaluation found several fault codes repeatedly logged in memory indicating a critical error. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system and memory pcb assemblies and observed fault codes logged multiple times in the memory multiple days, but was unable to duplicate it during testing. Further component root cause of the fault codes was not determined.